Event description:
It was reported that the right ventricular lead had exhibited high impedance and noise. The noise led to pacing inhibition that resulted in the patient experiencing syncope. The lead was capped and replaced. The patient was noted to be stable following procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.